Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9734686, serial/lot #: (B)(4), UDI#: (B)(4). Analysis of 9734686 lot # 141021105 found that the monitor failed/was damaged. When it was connected to a known good system the returned monitor had a blank display or did not have power. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a navigation system was being used in a procedure. The information was obtained through a distributor. It was reported that there was no output in the surgeon monitor during the procedure. The staff monitor was operating without any issue. The procedure was complete with the use of navigation. No known impact on patient. There was no delay due to this issue.